Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5.

Event description:
Patient representative reported "strong body odor, chronic mouth infections, severe gum bleeding, frequently swollen lymph nodes in jaw and neck areas, swollen face, hands, legs and feet". Capsular contracture, baker grade IV, diagnosed by pathology. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the photographs identified: edema-ndr: not applicable as the event is not related to the device. Capsular contracture: unable to observe since it is a medical event and is not related to the device. Lymphadenopathy-ndr: not applicable as the event is not related to the device. Infection (unknown onset)-ndr: not applicable as the event is not related to the device. Varied injuries-ndr: not applicable as the event is not related to the device. Bleeding-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.

Event description:
Patient representative reported non device related (ndr) events of strong body odor, chronic mouth infections, severe gum bleeding, swollen face, hands, legs and feet, and frequently swollen lymph nodes in jaw and neck areas. Patient's representative stated that these events were symptoms of breast implant illness (bii). A pathology report revealed capsular contracture (baker grade unknown). This complaint captures the left side. The device has been explanted.

Manufacturer narrative:
Adverse event problem: f2203. A review of the device history record has been initiated.  If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture.

Event description:
Patient representative reported non device related (ndr) events of strong body odor, chronic mouth infections, severe gum bleeding, swollen face, hands, legs and feet, and frequently swollen lymph nodes in jaw and neck areas. Patient's representative stated that these events were symptoms of breast implant illness (bii). A pathology report revealed capsular contracture (baker grade unknown). This complaint captures the left side. The device has been explanted.